Manufacturer narrative:
Block b3: exact date unknown, event occurred a month from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain due to ipg migration following an incident where the patient hit a bump while driving. The patient underwent an ipg explant procedure. The explanted ipg was not returned.